Manufacturer narrative:
Detailed investigation revealed that the applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. No failure or malfunction could be identified that potentially resulted in a high dose situation. There is no data about the operator's dosimeter, such as brand/configuration and the dose value that the device displayed. Therefore, the reason why the device beeped is unknown. As a preventive measure, the flat detector (fd) calibration, dose sensitivity - image quality assurance program (iqap) and dose digital exposure index (dexi) were carried out. All tests were passed without any errors. The reported issue could not be confirmed. The system works as specified. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because no malfunction of the system could be detected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident with the cios fusion system. During an examination, physician's active dosimeter sounded an alarm signal indicating high radiation dose. The physician was able to successfully complete the procedure. No details on radiation dose and exposure time have been provided to siemens. There are no indications of any adverse effects on the health status of the involved persons. Siemens has requested additional information in order to conduct an investigation of the reported event.